Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvmb13, (imp, tsv, mcol mg,3.7mm,13m) for evaluation. Visual evaluation was performed, damage to the implant was identified. The implant was trephined. The implant had bone debris on its external threads. The implant was fractured at the collar. Device history record (DHR) review was completed for the subject lot number 1252145. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1252145 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: implant. The customer did submit images for the reported event. The image revealed that the implant was fractured at the collar. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician selects an implant that is unable to resist long-term occlusal loading. Therefore, based on the pictorial evidence and visual evaluation, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4) a4: patient weight: unknown / not provided.

Event description:
It was reported that implant at tooth site 46 was removed due to collar fracture. Procedure not completed.